Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were unable to exit preparing to prime loop. The customer's blood glucose was 196 mg/dl at the time of incident. The customer's spouse stated that they did not receive 2nd series of beeps nor did numbers appear on the screen during troubleshooting. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to prime anomaly. Pump had cracked reservoir tube lip.